Event description:
The physician attempted to deploy a resolute integrity 3.50 x 38 mm rx drug eluting stent. The target lesion was in the lad. The tortuosity was moderate and the lesion calcification was severe. The device was removed from its packaging with no issues noted. It was inspected and a negative prep. Performed with no reported issues. Initially a pre-dilatation procedure was carried out using a non-compliant balloon. Several attempts were made to implant the resolute integrity stent but it would not pass the lesion. The stent was withdrawn and it was noted that there was damage to stent. It was reported to be deformed and one strut in the distal part of the stent was lifted. Another stent was used to treat the lesion. There were no patient complications reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). No results available since no evaluation was performed. Device not returned. Evaluation: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion). Unable to confirm complaint. Device not returned. (B)(4).